Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(4) 2019. The patient's mother stated the patient experienced irritation beneath the skin where the sensor was inserted. Patient was taken to the hospital on (B)(6) 2019, where the general practitioner removed the sensor and circled the area. After a few days, the skin irritation healed on its own with no further medical treatment. Patient's mother reported that the patient has an allergy to nickel. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.